Manufacturer narrative:
Concomitant medical products: product ID 97754 product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported issue resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient could not turn on or charge the neurostimulator. Patient reported it beeped 3 times. No further com plications were reported/anticipated. It was reported that "within the last 3 years" and were describing an overdischarged event. They said ever since this happened, they will find that their stimulation turns off within an hour after charging implant. They said the pain does help them, and says "its helping, it takes 25 -50 percent of the pain away". Pt says that when they charge the implant, it charges but then within an hour the stimulation will turn off by itself. And says this has been happening "for awhile over a year" and said it might have been 2020 but they aren't sure. Patient then reported it has been happening ever since the overdischarge event "within the last 3 years" after the rep jumpstarted their ins. Agent had pt use insr and it shows the ins is on, at 3 quarters full. Agent then had them check with mystim and it still shows that stimulation is on. Agent asked if its possible that the pt was using equipment incorrectly and pressing the stim off button but they don't think that is the case. Pt says they use an ipad and have it on top of the implant when using it, and also get very close to their washing machine. Agent reviewed that either of these things could be causing stimulation to turn off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent advised maintaining normal user distance from all electronic devices especially ipad and washing machine, and if this doesn't help the issue of stimulation turning off by itself, to follow up with hcp.